Manufacturer narrative:
One pump was returned for evaluation in used condition. Visual inspection found the device was in used condition. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the pump does not alarm for air. The cause was traced to a defective air detector. The air detector was replaced to address this issue.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 - date of event - unknown g4 - PMA/510(k) - unknown.

Event description:
It was stated that there was noticed air bubble detection, during use by the nurse. There was no patient involvement. Pictures attached.